Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was verified. Review of the log confirmed that the pads failed due to CPR error 256. Replacements were sent to the customer. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.